Event description:
Customer states: during use on the pt, his family found 15 mm connector was too big for the concurrently used hme to be jointed with it firmly, which prevented it from working normally to humidify the pt's nose. No pt harm. The customer reported he had never experienced such an event he used the product for a long period. It was noted that reintubation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.